Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into computer usb port. Reportedly, after plugging the pump into a different usb port the battery gauge jumped from 50% to 100%. The customer's blood glucose was 218 mg/dl.